Event description:
It was reported that the implantable cardioverter defibrillator (ICD) emitted beeping tones and the device exhibited farfield oversensing. Additional information received which indicated that all sensing thresholds and impedance was stable. There was no beeping from the device as it was coming from the outside source. Upon review, there were lot of rhythmiq episodes noted. Technical services (ts) recommended programming options. As of this time, this device remains in service. No adverse patient effects were reported.